Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a heavily calcified, tortuous proximal and mid left anterior descending artery (lad). A non-abbott guide wire and catheter sheath were advanced, and a wire exchange was performed for a viperwire advance guide wire flex tip. Intravascular ultrasound (ivus) was attempted but could not cross the first lesion. Ivus was removed and the oad was advanced using glideassist. The oad was spun in the proximal lad on low speed for less than 25 seconds. The oad then spun in both the proximal and mid lad for 6 treatments on low speed, all treatments were under 30 seconds. No issues occurred during treatments. An attempt was made to advance the crown down to treat a second lesion while on glideassist but the crown could not be advanced. A second attempt was made but was unsuccessful. When removing the oad, difficulty was experienced. Once the oad was ex vivo, a ribbon of plastic was observed stuck in between the driveshaft and the saline sheath on the oad. The same material was observed on the catheter sheath but was removed without difficulty. The non-abbott guide wire was re-inserted alongside the viperwire and the viperwire was removed. Ex vivo, the viperwire was free of debris. The procedure was completed with angioplasty and stent placement without issue. Ivus was performed and imaging showed nothing unusual. The patient was stable.

Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported foreign material on the device driveshaft was confirmed; however, the failure to advance and difficulty to remove were not able to be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported foreign material, failure to advance, and difficulty to remove could not be determined. The reported material contamination was able to be confirmed; however, analysis of the foreign material in question determined that the material is likely not part of the orbital atherectomy device (oad). In this case, it is possible that the difficulty to remove and difficulty to advance the catheter were caused by the use techniques employed or the patient's anatomical conditions; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E3: correction to occupation: h6: component code 4755 no longer applies, type of investigation code 4118 no longer applies, investigation findings code 3233 no longer applies, investigation conclusions code 11 no longer applies variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a heavily calcified, tortuous proximal and mid left anterior descending artery (lad). A non-abbott guide wire and catheter sheath were advanced, and a wire exchange was performed for a viperwire advance guide wire flex tip. Intravascular ultrasound (ivus) was attempted but could not cross the first lesion. Ivus was removed and the oad was advanced using glideassist. The oad was spun in the proximal lad on low speed for less than 25 seconds. The oad then spun in both the proximal and mid lad for 6 treatments on low speed, all treatments were under 30 seconds. No issues occurred during treatments. An attempt was made to advance the crown down to treat a second lesion while on glideassist but the crown could not be advanced. A second attempt was made but was unsuccessful. When removing the oad, difficulty was experienced. Once the oad was ex vivo, a ribbon of plastic was observed stuck in between the driveshaft and the saline sheath on the oad. The same material was observed on the catheter sheath but was removed without difficulty. The non-abbott guide wire was re-inserted alongside the viperwire and the viperwire was removed. Ex vivo, the viperwire was free of debris. The procedure was completed with angioplasty and stent placement without issue. Ivus was performed and imaging showed nothing unusual. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.